Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain and failed back surgery syndrome. The rep reported that the patient was unable to recharge the implantable neurostimulator (ins). They stated that he physician palpated the site and determined that the ins was tilted. It was noted that the patient had a pocket revision on (B)(6) 2020. The patient was seen after the revision and they were able to obtain excellent recharge. No further complications or patient symptoms were reported or anticipated.